Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the device was damaged, kinked, and pierced the needle during infusion. There was no report of patient impact. The following information was provided by the initial reporter: nurse claimed the catheter was difficult to advance and removed the catheter after it was unable to flush. She said upon removal of IV she noticed it was bent and kinked. She was unsure if kinking was the issue or if the catheter was punctured by the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 21-aug-2023. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva from lot number 2327726. Through the functional testing the unit was flushed where a leak was detected. Further microscopic analysis discovered a v shape cut on the catheter tubing. This shape of a cut is indicative of the needle piercing through the catheter wall. There was no damage or kink detected on the catheter tubing. Your reported issue was confirmed for the needle through the catheter. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, in the tube flaring station, it is possible for the mandrel to hit the catheter, causing a catheter release/spear through. Machine setup and in process inspections are performed to mitigate the occurrence of this defect. As the device was used, this may have occurred in the clinical environment. While advancing the catheter into vessel, if the clinician recannulates, this may cause a needle spear through. It may also occur during breaking of the catheter/cannula system adhesion. If the clinician pulls too far back, the clinician may spear through the catheter when reseating. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in the device was damaged, kinked, and pierced the needle during infusion. There was no report of patient impact. The following information was provided by the initial reporter: nurse claimed the catheter was difficult to advance and removed the catheter after it was unable to flush. She said upon removal of IV she noticed it was bent and kinked. She was unsure if kinking was the issue or if the catheter was punctured by the needle.